Manufacturer narrative:
Concomitant products: product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient just had their device adjusted for the third time. The patient stated they could feel "little jolts" and it was noted that the patient felt like they were "jumping out of her skin" after the device was adjusted on (B)(6) 2014 because they weren¿t expecting those "little sensations.¿ it was stated the patient started feeling those "little sensations" again the day of report which was the first time they had felt them since (B)(6) 2014. The patient noted there were times they could "cup" the device and they could really see where it was and there were other times they didn¿t see it at all. Reportedly, on (B)(6) 2014 when they weighed the patient they had lost 12 pounds. The patient stated they were on a continuous tube feed and could only eat about ten percent of their food by mouth. It was noted the "little jolts" didn¿t hurt the patient and the only time it hurt was about a month prior to report when they walked into a game stop and it felt like an electric shock.

Event description:
Additional information from the healthcare provider stated that on (B)(6) 2014 the patient¿s device voltage was increased from 5.0 volts to 6.0 volts and the cycle on time was increased from 0.1 to 0.2 seconds. It was stated the patient had improvement of nausea and epigastric pain following implantation and the patient had several hospital admissions secondary to colitis and their most recent was in (b)(6 2014. It was noted the patient was not treated with antibiotic therapy given their history of clostridium difficile diarrhea. It was stated the patient developed pseudo obstruction following hospitalization and began to have nausea and vomiting shortly after hospitalization. It was noted the patient¿s abdominal distention began shortly after their device was placed in (B)(6) 2013. In march, the patient was using their g tube for venting when nauseated but at that time they had been off tube feeds for a month with stable weight. Three months later, the healthcare provider stated the patient did have a 50 percent or greater symptom r eduction. It was stated the event was not device related but it was also noted the cause of the event was not determined and no reprogramming was needed. It was noted the patient had a kidneys, ureters, and bladder x-ray on (B)(6) 2014 and there was no acute abnormality. Reportedly, the reason for the x-ray was the patient had constipation and abdominal pain. It was stated the patient recovered without permanent impairment.

Event description:
Additional information received reported that ¿a couple months ago¿ the patient noticed the implantable neurostimulator (ins) ¿was not shocking her, but she could feel it.¿ she stated it made her ¿jump every couple seconds,¿ then it went away. Three days later the healthcare provider (hcp) reported that the patient was offered an appointment for evaluation. The cause of the event was not determined, so it was unknown if it was device related. The patient was still calling with problems.